Event description:
It was reported that the t:slim x2 pump battery was not charging, remaining at 30% without showing a charging symbol. There was no adverse impact to the customer's blood glucose level. The customer initially used the tandem charger and adapter but was instructed by technical support to try different combinations. The issue was resolved when the customer used a non-tandem charging cable, although technical support did not recommend using third-party supplies regularly. Technical support arranged to send a replacement tandem wall adapter and charging cable via two-day shipping. The pump began charging, and no further assistance was required.